Manufacturer narrative:
The customer stated few days prior to the event, several instances where level 1qc results were out of range >2d; however, upon repeat were within established ranges. During troubleshooting the event, the customer discovered that a reagent pack in use was previously used on the customer's other access system. Service was no dispatched for this event, since the customer determined the root cause as user error during troubleshooting the event.

Event description:
A customer contacted beckman coulter (bc) in regards to erroneous low bnp results within the normal reference range on three patients generated by unicel ® (r) dxc 600i synchron ® access ® clinical system. The results were reported out of the laboratory. The samples were repeated and higher results were obtained. It is unknown if patient treatment was impacted by this event.